Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator device was used to treat esophageal varicies during an esophagogastroduodenoscopy (egd) procedure on (B)(6), 2011. According to the complainant, during the egd procedure, the first three bands were successfully deployed; however the physician was unable to deploy the remaining bands. The endoscope was removed from the patient and upon inspection of the device, it was noticed that the metal wire appeared to be unraveled. The physician did not use any more banders and completed the procedure with this device. There were no patient complications as a result of this event. The patient's condition was reported to be "fine" at the conclusion of the procedure.

Manufacturer narrative:
Patient is over 18 years old. The complainant was unable to provide the suspect device lot number; therefore, the device manufacture and expiration dates are unknown. However, it was reported that the device was not used past its expiration date. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.